Event description:
It was reported that the patient presented with lumbar spinal stenosis, degenerative disc disease and symptoms into his left leg. The patient underwent an l4-s1 posterior interbody fusion with an interbody cage, rhbmp-2/acs and posterior pedicle screw instrumentation. Per the operative notes, one sponge of bmp was placed within the cage, and the other sponge was placed deep within the disc space on the opposite side of the cage. There were no noted complications. Post-operatively, it is alleged that the patient developed pain, numbness, is unable to sit, stand or walk for periods of time, has difficulty bending/lifting his extremities, an enlarged prostate, and incontinence.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.